Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV and malposition". The device remains implanted.

Manufacturer narrative:
Healthcare professional later reported no complaint against the left side device. This report is no longer considered reportable to the FDA. Additional, changed, and/or corrected data: a2, a4, b5, d6b, h6.

Event description:
Healthcare professional later reported no complaint against the left side device. The device has been explanted. This report is no longer considered reportable to the FDA.